Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. The pump had moisture damage on the motor, battery tube, vibrator and keypad assembly. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump fell into the ocean yesterday. Customer stated that the screen had a funny color and then went blank. Customer changed the battery and the pump came back on. Customer's blood glucose was 7.0 mmol/l. Customer stated that the pump was exposed to salt water. Customer stated that the display went blank immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.